Event description:
In a published abstract, (B)(6) 2013 release date, it was reported that an infant suffered second-degree burns from the sensor. Sensor has been discarded. Sensor was held in place with a rubber band. User states that the wound was assessed as a second degree burn, and resulted in a scar to the infant.

Manufacturer narrative:
An adult sensor was used on a preterm infant. A rubber band was used to secure the sensor. Safb-sm indications for use: the noninvasive invos 5100c is intended for use as an adjunct monitor of regional hemoglobin oxygen saturation of blood in the brain or in other tissue beneath the sensor. It is intended for use in individuals greater than 2.5 kg at risk for reduced-flow or no-flow ischemic states. Precautions: use care when placing or removing sensor. Do not place on broken or undeveloped skin. To avoid pressure sores do not apply pressure (e.g. Headbands, wraps, tape) to sensor.